Event description:
On (B)(6) 2015 the customer reported that this right atrial (ra) lead was dislodged. This lead was surgically abandoned. No adverse patient effects were reported. The lead was actively implanted for approx 11 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.